Event description:
Customer reporting a complaint on product # 2532. Customer reported complaint with buckle slipppage issue. The date the issue was discovered is unknown and no patient incident or injury was reported.

Manufacturer narrative:
H3 evaluation of the returned product noted 15 pairs were received from 9 different lot numbers. There are 2 different lots (6 pairs) contained male buckles with slipping issue if overhand knot is not present. When the application instructions prescribed in the IFU were followed, the restraints did not exhibit slippage issue indicating the product is functional and will perform as intended. However, if the IFU step 1b. Was not followed where the overhand knot with the excess strap was not present to limit unwanted adjustment, the bed connecting strap exhibited slippage due to the male buckle. Possible root cause for this deficiency is that the IFU was not followed while applying this restraint. There are 7 lots (9 pairs) contained male buckles with no slipping issue even if the overhand knot is not present. A review of the complaint database revealed similar events against this device in the past two years leading tidi to redesign the male buckle of the product to mitigate the slipping issue from occurring while the knot is not present. The corrective action is being addressed via issue (B)(4). The IFU application instructions state to attach the female end of the quick-release buckle (short strap) to the frame that moves with the patient, out of the patient¿s reach (do not attach to side rail or head/footboard). You may also wrap the connecting strap once around the frame to move the buckle out of the patient¿s reach. Secure by feeding the female end through the loop in the strap. Insert the male end of the connecting strap into the female end of the short strap. Listen for a snapping sound, pull firmly on straps to ensure a good connection. To limit unwanted adjustment, tie an overhand knot with the excess strap directly below the quick-release buckle. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file (B)(4).